Event description:
It was reported that a spectrum pump had an alarmed system error 345 (thermistor disparity) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. A review of the event history log revealed 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The ultrasonic sensor will be replaced per service procedure. Should additional relevant information become available, a supplemental report will be submitted.